Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 7 months after the dental implant was installed in intraoral region #12 it was verified its non osseointegration. Patient presented bone type ii and 55 n.cm of primary stability was achieved. Immediate load was performed.